Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: on (B)(6) 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent an unknown surgery for a fracture of the left clavicle shaft. After the surgery, 2 out of 4 screws which had been inserted into proximal broke off. The proximal part of the plate bounced up, and the fracture site became poor reduction state. The patient refused to have a revision surgery, so the patient was under observation for about a year. As pseudarthrosis occurred and CT imaging did not show bone union, all the plate and screws were removed, and a revision surgery was performed with a competitor¿s clavicle plate on (B)(6) 2024. The revision surgery was completed successfully with no surgical delay. The surgeon commented as follows: because the plate was short and barely fixed with just 4 screws each across the fracture, it is thought that stress was concentrated on the screws, leading to the fracture. However, if the plate used in the initial surgery had been a 3.5mm standard, it would not have led to this case of breakage. This report involves an unknown screw. This is report 2 of 3 for (B)(4).